Event description:
It was reported that the patient had an infection near at the ipg site. A nuclear test was taken and showed no infection around the battery site. Symptom of fever was noted. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and was doing fine.